Manufacturer narrative:
One device was returned for repair with complaint of that device exhibited air in line alarms. Visual/functional testing was performed. Pump alarms air in line was verified by functional testing. The caused is air detector. Replace air detector. To correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device exhibited air in line alarms. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.